Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal to mid left anterior descending artery with mild tortuosity, mild calcification and 99% stenosis, a 3.5x15 rx tenku dilatation catheter was advanced without resistance and inflated three times at 6 atmospheres (atms) for 10 seconds, 6 atms for 15 seconds, and 6 atms for 20 seconds for pre-dilatation. Reportedly, there was no issue deflating the balloon and the 3.5x15 rx tenku dilatation catheter was withdrawn from the patient anatomy. A 3.5x38 xience prime stent delivery system was advanced and implanted in the target lesion. The same rx tenku dilatation catheter was advanced and inflated three times at 14 atms for 20 seconds, 10 atms for 5 seconds and 14 atms for 20 seconds for post-dilatation; however, the balloon did not deflate. A non-abbott guide wire was advanced to rupture the balloon but was unable to do so. Reportedly, the rx tenku dilatation catheter was inflated and the balloon ruptured around 26 atmospheres and the 3.5x15 rx tenku dilatation catheter was withdrawn from the patient anatomy. The procedure was completed using a 3.5x15 nc tenku dilatation catheter. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion, sion blue, conquest pro 12. Guide catheter: heartrail 6fr il3.5. Stent: xience prime 3.5x38mm. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty could not be confirmed because the balloon was ruptured. Based on visual analysis and scanning electron microscopy of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.